Manufacturer narrative:
(B)(4). Catalog number: igtcfs-65-jp-jug-tulip. Similar to device under 510(k): k090140. (B)(4). Summary of investigational findings: investigation of returned device showed that one introducer sheath was kinked several places and penetrated by filter leg 23 cm from proximal end. This indicate that advancement was difficult and the premature deployment most likely happened during this difficult advancement. Under normal conditions the sheath is strong enough to accomplish the procedure, but it has been seen before that the sheath may kink if somehow exposed to excessive force because of tortuous anatomy. If the filter is advanced through a kinked/severely curved sheath, the filter legs may be prone to exceed the sheath wall. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the set-in sheath was inserted from the right jugular vein as following the procedure. During advancement of the filter introducer into the sheath, resistance was encountered at 20 cm point from insertion site and the introducer would not advance to the desired position. When the physician attempted to insert the introducer several times, the filter became detached though the metal knob was not pushed and placed inside the sheath. The whole delivery system including the sheath was removed, and it was noticed that the point on sheath where resistance was felt, was torn and the filter leg protruded from the sheath. Another device with the same specification was used instead and the procedure was completed. Patient outcome: there has been no patient outcome reported.